Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of the pacemaker, right ventricular lead, and right atrial lead for infection. The patient was stable following the procedure.